Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, a pharmacist called on behalf of patient regarding the recall on the optease filter and additionally reported an adverse event. The patient had been hospitalized for a cerebral aneurysm. On (B)(6) 2008, the patient had an optease filter placed in the inferior vena cava (ivc) due to a deep vein thrombosis (dvt). On (B)(6) 2008, the patient had an unsuccessful attempt to remove the optease filter under conscious sedation as the filter was ¿tipped¿, which was not further clarified, and the hook ¿embedded in the medial inferior vena cava wall.¿ it was unknown if the patient was hospitalized. On (B)(6) 2008, the patient had a second attempt to remove the optease filter which was unsuccessful due to the "tipped' optease filter. It was unknown if the patient was hospitalized. In (B)(6) 2010, the patient went to the emergency room and was admitted to the hospital with bi-lateral dvt. Treatment given reportedly included "lovenox injections bridged to warfarin." The extent of the dvt was from the middle of the calves up to the inferior vena cava. The patient was ordered to be on lifelong anticoagulation and has permanent scarring from the dvt. The patient was on warfarin 7.5 mg at time of the report. The patient initially called in to the pharmacy to find out specific information about his filter, such as the lot number. The tilt of the filter ¿interfered with blood flow in the ivc and the patient had a d-dimer test done¿. The DHR could not be provided at the time of this report; therefore, the issue will be further documented via a non-conformance record. The reported filter tilt and inability to retrieve from the vessel wall could not be confirmed without return of the device or procedural films. The exact cause could not be conclusively determined. The retrieval difficulty experienced by the costumer was most likely related to the length of time the filter was deployed in the patient. The IFU states that the indication is for up to 23 days. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Filter tilting is a known potential complication of this type of procedure and occurs in approximately 5.5% of all cases. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Factors that may have influenced the reported dvt, scaring and hypoperfusion events include patient, pharmacological and lesion. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. Based on the information available for review, there is no indication of a design or manufacturing related cause for the events reported; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(4). Concomittant products d11: warfarin 7.5 mg/daily (uu/dec/2010 - ong), lovenox injection. The device will not be returned for analysis, therefore no engineering evaluation will be completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by medical affairs, a pharmacist called on behalf of patient regarding the recall on the optease filter and additionally reported an adverse event. On (B)(6) 2008 the patient had a optease filter placed in the ivc (inferior vena cava) due to a dvt (deep venous thrombosis). On (B)(6) 2008 it was reported that patient had an unsuccessful attempt to remove the optease filter under conscious sedation, the filter was "tipped" not further clarified, and the hook embedded in the medial inferior vena cava wall, and it was unknown if patient was hospitalized. On (B)(6) 2008 it was reported that a second attempt was made to remove the optease filter and was unsuccessful due to the "tipped' optease filter, hospitalization unknown. On (B)(6) 2010 patient went to ER and was admitted to hospital with bi-lateral dvt, treatment was reported to be "lovenox injections bridged to warfarin". The extent of the dvt was from the middle of the calves up to the ivc. The patient was ordered to be on lifelong anticoagulation and has permanent scarring from the dvt. The patient was on warfarin 7.5 mg at time of call. The patient initially called in to the pharmacy to find out specific information about his filter placed such as the lot number. The patient was initially placed in the hospital for a cerebral aneurysm, and while there had the ivc filter placed. The tilt of the filter interfered with bloodflow in the ivc and the patient had a d-dimer test done.